Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn: (B)(4) has been completed. As received, the charger was unable to charge a battery pack. Upon evaluation, transistors q1 and q4 were contaminated and shorted. There was also contamination on the battery board. The cause of the inability to charge the batteries is the contaminated battery board and the shorted transistors. The cause of the shorted components is the contamination. The root cause of the contamination cannot be positively identified but is likely ingress of an unknown liquid. No adverse event resulted from the damaged components and board. The last patient to use this charger/modem did not report any deficiencies.

Event description:
A review of service data has detected a reportable problem. During servicing, charger/modem sn (B)(4) would not charge a battery pack. The last patient to use this charger did not report any deficiencies.